Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported impact to the customer¿s blood glucose level. Customer expressed uncertainty about obtaining a new pump after being informed by technical support that the pump was out of warranty and expressed interest in speaking with sales team for further guidance.